Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with under fill low draw and the shield was loose. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube didn't draw sufficient volume of blood. The shield could be loose.

Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with under fill low draw and the shield was loose. The following information was provided by the initial reporter, translated from japanese to english: the tube didn't draw sufficient volume of blood. The shield could be loose.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.